Event description:
It was reported that "a tonsillectomy was performed on a (B)(6) old pt. After the surgery, the nursing staff noticed a burn on the left-side, under the arm, ground pad 60-7207-002 was on the left arm.

Manufacturer narrative:
The actual device will not be returned for evaluation. The lot code of the device used is unk. When the quality engineer completes the investigation, a supplemental report will be filed.